Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A ship history was performed and three lot numbers were identified that have been shipped to the customer. A review of the complaint history for the lot numbers identified from the ship history was performed and concluded there were no other complaints reported for these lots. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Based on the event description and the evaluation of other devices with the same complaint, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be placed during an endoscopic retrograde cholangiopancreatography (ercp) procedure within the common bile duct on (B)(6), 2011. According to the complainant, when attempting to deploy the stent, the stent did not fully deploy as intended. The stent was removed from the patient. It was unknown if the stent was removed partially deployed on the delivery system. The procedure was completed using another wallflex biliary uncovered stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.